Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015 the patient reported that she was doing ¿really bad¿. On monday ((B)(6) 2016) the patient started having inflammation on the site of the pump. The patient stated that her ¿belly¿s like a pregnant woman of (B)(6)¿. The pump was on the left side. She wasn't sleeping and was in excruciating pain in her belly. She also had a burning sensation; ¿it¿s burning inside me¿. She was supposed to see the doctor, but the doctor didn't show up. She was seen by a physician¿s assistant (pa) who stated that there was ¿real inflammation here¿. Per the patient, the pa said ¿let¿s run a cat scan to be sure it¿s not any intestinal problem or whatever¿. The patient knew that there wasn't. She was told to go to the emergency room because she was running a high fever and had redness. Today ((B)(6) 2015) she was discharged from the emergency room. She wasn't given any instructions or anything and she was getting worse and worse. The patient stated that she hadn't eaten in two days just in case they decided to remove it; she hadn't eaten today either. The patient was waiting to hear from somebody as she didn't know what was going on and was frustrated. The patient was put on antibiotics because her ¿blood shows some kind of infection¿. The pump was working perfectly; she had ¿no pain or nothing in the back¿. Additional information was received on 01-sep-2015 and it was reported that the patient was waiting to been seen by the doctor. He was going to see her next week. The patient still had alot of inflammation/swelling and was having constipation from morphine. The swelling had gone down a little bit, not much, but a little bit. Per the patient ¿it¿s just like encapsulated area on the left side¿. The patient was told to wear a brace made of elastic to hold it as she had a lot of gas/gastrointestinal problem and inflammation. The patient no longer had a fever and there was no sign of infection, but she did have discomfort/pain on the left side where the pump was implanted. The patient was going to give it more time as she was getting so much relief with the pump, but her belly was hurting bad. Additional information was received from the patient¿s husband and he reported that they were not sure if the patient was getting medicine because of her pain, but they were not sure if they would have to go back in. All of the patient¿s pain was back. The patient had an x-ray the week before and the pump was not flipped, but they were feeling it and ¿it felt like it was coming out at the top¿. They were told they could do a test shooting dye in and tracing it to see if the medicine was actually getting through to the back, so that was the tentative plan. Additional information was received on 15-sep-2015 it was reported that the patient had an appointment with their healthcare professional today at which time they would be told what the plan for going forward was. The patient had a myelogram before and stated that it was ¿not good¿ it was ¿really bad¿, so the patient was concerned about having another one. It was unclear if the patient would have a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.